Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s programmer and implantable neurostimulator (ins) ¿could no longer communicate.¿ it was further reported that because of this the patient ¿could not switch therapy on/off or up/down.¿ it was stated that replacing the programmer batteries had been attempted to no avail. It was noted the situation was troubleshot at the time of report and that the programmer would potentially be returned. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information stated the patient¿s ins had ¿run out of power¿ at the time of the communication issue. It was reported the programmer had displayed an end of service (eos) message prior to the event, however the patient had not reported it at that time. Additional information reported the patient had been scheduled for ins replacement on (B)(6) 2014, however, the procedure was ¿cancelled due to a lack of beds.¿ it was noted the patient was awaiting a new replacement date as of 16 days after initial report. It was stated the patient¿s battery depletion was ¿earlier than was indicated through a longevity check¿ that had been performed using the patient¿s original trial stimulation settings. It was noted the patient experienced ¿no therapy¿ as of 16 days after initial report because their ins had yet to be replaced. Additional information has been requested; a supplemental report will be filed if additional information is received.